Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The analysis of the returned power base unit patient cable did not confirm the reported event of a "pump stop" or "clock reset" alarm or atypical voltage of 9.9 volts. The evaluation of the returned power base unit patient cable revealed bent pins found within the white connector of the cable's power lead causing increased resistance when mating with a test system controller connector; however, the connection was able to be completed. The cable was subjected to functional testing with the use of test equipment in the manufacturer's lab and the system operated as intended for a 24 hour period. The voltage provided to the system controller via the power base unit and cable was at a consistent level of 13.0 volts for the entire test period and no alarm flags were captured on the system monitor display. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when reviewing the pt's system controller log file a voltage of 9.9 volts with "pump stoppage" as well as a "clock reset" was noted. The pt was believed to be tethered to the power base unit during this time frame.